Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6)2022.

Event description:
It was reported that the patients ipg would not hold a charge. The patient underwent a revision procedure, wherein the old ipg was replaced with a non-rechargeable device. The patient was doing well postoperatively. The explanted device will not be returned.